Event description:
It was reported that open and short circuits were being experienced with implantable neurostimulators (ins) one month to a year after replacement. The replacements with the new devices were done using an adaptor. In each case the shorts and opens have been programmed around to re-establish therapy.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. Product ID: neu_adaptor_acc, product type: accessory. (B)(4).